Event description:
It was reported that a venous closure of a left common femoral vein was attempted with a proglide device after an electrophysiology ablation interventional procedure using an 8f sheath. Reportedly during step 1, the lever was lifted and the device was retracted to position against the wall but the whole device came out. Outside of the anatomy it was observed that the foot had not been deployed. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initially filed report, the following information was received:return device analysis noted that the returned device was in the pre-deployed position as expected, however, additional damages were also observed. Follow-up with the account confirmed that resistance was noted during removal of the device and force was applied. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 - excessive force analysis was performed on the returned device. The reported mechanical jam with the foot was confirmed based on the returned device condition. The reported difficulty removing the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the electronic perclose proglide instructions for use states: excessive force used to advance or torque the perclose proglide suture mediated closure device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, the force applied was circumstantial in attempts to remove the device and did not directly contribute to the reported mechanical jam with the foot or difficulty removing the device. The reported mechanical jam with the foot and difficulty removing the device appears to be related to subsequent damages occurring to the device associated with high angle of insertion or torsional manipulation applied during device placement. The guide was observed to be broken which appears to have contributed to the reported difficulty removing the device. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.